Event description:
It was reported that a remote transmission showed a ventricular lead warning and a polarity switch. The lead had varying impedance with several high impedance pulses recorded. It also noted one instance of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.